Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. The 2.0x15 mm mini trek balloon catheter would not cross the lesion. During retraction of the balloon catheter from the patient, resistance was felt, so the balloon was pressurized slightly and the balloon was able to be retracted. Another balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.